Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient's mother reported that her daughter's infusion set's little plastic tube was bent which led to diabetic ketoacidosis and increased blood glucose levels. She felt sick, had vomiting and labor breathing. As she had difficulty in breathing, so she was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.